Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure the balloon catheter froze on the wire. The 90% stenosed target lesion being treated was located in the mildly tortuous and mildly calcified smooth venous bypass if the right coronary artery. The 2.50x20mm apex balloon catheter was advanced for dilation. While attempting to withdraw the balloon catheter the 0.014" non-bsc guide wire kinked and both devices were removed as a single unit. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Received for analysis were the balloon catheter and a guidewire. An examination of the wire lumen found a 4 mm jagged tear at the port site. No issues were noted with the wire lumen. An examination of the guidewire found that the flexi end of the guidewire was severely kinked. It was possible to pass the undamaged section of the guidewire through the tip and wire lumen of the device with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure the balloon catheter froze on the wire. The 90% stenosed target lesion being treated was located in the mildly tortuous and mildly calcified smooth venous bypass if the right coronary artery. The 2.50x20 mm apex balloon catheter was advanced for dilation. While attempting to withdraw the balloon catheter the 0.014" non-bsc guide wire kinked and both devices were removed as a single unit. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.